Event description:
It was reported that the patient presented for an implant procedure. It was noted that while attempting the right ventricular (rv) lead implant, the rv lead exhibited failure to capture. The lead was attempted to be implanted in multiple locations and tissue became stuck in the helix, obstructing rotation. The lead was not used and a new lead was implanted. Patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed but the reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. X-ray examination showed that the helix was bent consistent with procedural damage. Electrical testing was normal. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and bent helix.